Event description:
Patients device was explanted and returned for analysis as the telemetry and recharging issues were not resolved. A new implantable neurostimulator (ins) was implanted.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger. Product ID 97745nt serial# (B)(6). H3: the 97745nt programmer and 97755-s recharger have both been received, however, analysis results have not been reported at the time of this regulatory report submission. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were having issues with the recharger telemetry module (rtm). Patient stated the recharger was not finding the implant and they were reworking the recharger and adjusting the placement for hours everyday. Patient said they had been doing this for hours every day and it just kept searching. Patient mentioned they were finally able to get about 10% charge so they could turn on their stimulation and get some coverage. Patient noted that today they were hooked up since 6am and still had nothing or no charge. Patient mentioned that the issue has gotten progressively worse; patient noted that yesterday was the worst when the recharger did not work at all. Agent walked patient through a reset of the controller; patient confirmed the controller powered back on. Patient re-inserted the controller battery and attempted to start a charging session. Agent had the patient inspect the recharger for any visible damage; patient confirmed no visible damage. Patient then plugged the recharger into the controller and confirmed no device found displayed. Agent had the patient try again and patient stated that they got no device found again. Patient then hit recharge and entered passive recharge mode. Patient reported seeing 96 97 97. Patient let the screens cycle 3 times and the number values did not change. The issue was not resolved. A replacement recharger was sent out. Additional information was received. Pt called back stating they got the new rtm but they still had problems where it was not recharging the ins. They tried to go through passive recharge mode 3 times but the ins would not charge with the new rtm. Pt was in distress and noted they had gone 3 days with no pain stimulation. A replacement controller was sent out. Additional information was received. The manufacturer representative (rep) called to report that patient got controller and recharger replacement, but he's still getting no device found. Rep said he's tried the retry option a handful of times and the "recharge" option a couple times. Technical services (ts) reviewed with rep that he may need multiple sessions of the passive recharge mode options and it that still won't work then he'll need to go into tech. Mode to disable and re-enable implant. Rep to call back if he needs further assistance. Additional information was received. Rep met with patient today. Patient has new controller and recharger (rtm) in clinic today and patient is still in passive charging mode (had done about 30 min) and not transitioning to normal charging mode. So far, they've been unable to pair controller with recharger because they can only get into passive charging (the set up screen does appear but when they try to do pairing, controller will say "device not found"). Distance telemetry with ins and controller shows no device found. Caller was able to connect to ins using cp app. Ins was showing 90% charge. Initiated another recharge session with ins but was still getting into passive charging. Had caller try 2 disable device attempts but both of these ended in "device not found". Tss reviewed that stim could be turned on using tablet but that pt wouldn't have any access to control their stim and it was their choice how they wanted to handle. Tss transferred to hcit to collect mdt file, session and log files and reviewed with ben that we would need to investigate further.

Event description:
"The clinician programmer was able to connect to the ins, but the patient programmer was unable to exit passive charging mode to connect to the ins." (B)(6) 2024 " dr decision corrected to not reportable for the recharger (nlf178395n) and controller (nld160952n). No additional s upplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR indicates that there is no information to reasonably suggest that the recharger (nlf178395n) and controller (nld160952n) mentioned in this report may have caused or contributed to a death or serious injury. Therefore, the recharger and controller did not meet, and do not meet, the reporting requirements. However, this event remains reportable due to the allegations attributed to the ins (sn# (B)(6)) as this event does meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. The rep reported that there were no changes to pocket site. The patient did mention falling on ice on (B)(6) 2024 but the patient didn't feel this impacted their system or therapy after that. After the fall, the patient was still able to communicate with ins, though the patient commented that during the next ins recharge session after fall, they were only able to charge to 40%. The clinician programmer was able to connect to the ins, but the patient programmer was unable to exit passive charging mode to connect to the ins. Technical services is currently reviewing the issue. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury. Log files were received and attached. Additional information was received from a manufacturer representative. They were scheduling an explant of the ins as soon as they can.

Manufacturer narrative:
G2 corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #802928132:analysis information -- 2024-03-20 14:35:51 cst pli# 30 product ID# 97716 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H3: analysis of the ins (product ID# 97716 serial# (B)(6),found the antenna wire was open within the header of the device. Continuation of d10: product ID 97745bp lot# serial# (B)(6) product type accessory product ID 97755-s lot# serial# (B)(6), product type recharger product ID 97745nt lot# serial# (B)(6), product type .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.